Event description:
It was reported that post a coronary drug eluting stenting treatment procedure in stent restenosis occurred. An unknown size taxus express2 drug eluting stent was implanted in the moderately tortuous mid right coronary artery (rca). An unspecified time later instent restenosis occurred. The lesion was 75% stenosed. The proximal side of the restenosed taxus express2 drug eluting stent covered the bifurcation of a side branch (the side branch was jailed by the implanted stent strut). The side branch seemed to be occluded due to the instent restenosis. The physician attempted to dilate the lesion with a maverick2 monorail 1.5x15mm balloon, but was unable to cross the lesion. The physician attempted to dilate the lesion with another device but was not successful and cancelled the procedure due to "no substitute was available". Patient status after procedure is good. Additional information was requested but was not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.